Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm (B)(6) called advised legs will not stay open due to a piece wallowed out from order (B)(4).